Event description:
During a ureteroscopy with laser lithotripsy, there were a total of 3 defective large pressure bags to pressurize 3l ns until finally the 4th pressure bag appeared to be working this led to the surgeon becoming very upset, but the amount of squeezing on these bags was a struggle.